Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 5 and cartridge alarm 25) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and did not remove the cartridge during pumping. Additionally, it was reported that a cartridge did not fit onto the pump. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer was able to successfully reload the cartridge on the pump to address the issue.